Event description:
Implant was reported as broken. There was no adverse consequence reported.

Manufacturer narrative:
No additional information was provided so the root cause of the reported event is unknown. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.